Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no network time protocol (ntp) server value was configured in aria. A technical support specialist manually dialed into station to update the time as per knowledge article "device time is incorrect". The station was then remedied using the package deployment ¿time change - resync (build 4).¿ the system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, time was incorrect. The customer reported that the nurses are unable to dispense medication on time because the station time is incorrect, causing medications not to appear under "due now" which resulted in delay. However, there were no adverse events or injuries reported based on this event.